Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was very difficult to close and did not work as usual. It was impossible to staple. Used new handle to complete the procedure. There was no patient injury.